Event description:
It was reported that there was t-wave oversensing noted on the right ventricular (rv) lead. The lead was reprogrammed to decrease the rv lead sensitivity. The rv lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.